Event description:
The system 5 sagittal saw was sent for service and it was noted during performance testing at the MFR that the blade mount is chipped. No adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.